Event description:
It was reported by service report that the safety bar was not working properly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Pivot point. Service tech cleaned dirt and grime from the pivot points on safety bar in order to repair cot.